Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero pressure rated extension set was leaking, the following information was received by the initial reporter with the following verbatim. It does not screw on unless you force it and then it still is not screwed completely on and leaks.

Manufacturer narrative:
The customer reported the connection is difficult to put on, and is not secure, and returned one unopened, representative sample of material mzxt5307, lot 25029195. Upon initial visual examination, the set had no defects or abnormalities. The t connector was infused with water, and all connections were tested under pressure. The set was found to be watertight. The set had no issues, connection or leakage, and the complaint could not be verified. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue could not be found without a replicated failure. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.